Manufacturer narrative:
Evaluation code, results: inherent risk of procedure (death). (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Clinical events committee adjudicated the cause of patient death as non-cardiac.

Event description:
Additional information received reported that cause of death was due to sepsis.

Event description:
During the index procedure, two endeavor sprint drug eluting stents were implanted; one in the 1st om and the other in the cx vessel. Implantation of the stents were successful and the patient was discharged. Approximately 27 months post index procedure, patient death was reported to have occurred. Cause of death is unknown. It was assessed that the death event was not related to the study devices.

Event description:
Causes of death were septic shock; cutaneous focal sepsis, decompensated heart failure and ischemic cardiomyopathy.